Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor pacemaker exhibited high pacing lead impedance measurements greater than 2,000 ohms. It was reported that the capture and sensing were within normal range. The patient presented for a non-device related procedure; however the device was checked since the patient has been lost to follow-up. The patient was stable and was scheduled for a routine device check. There was no intervention performed; thus, issue was not yet resolved. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.